Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the lcd display was showing random pixels on the screen. Customer stated there were no significant events prior to the issue. Customer stated that the pump is working and they can read the screen but it is not displaying all the information properly. Customer was advised that a loaner pump will be sent.

Manufacturer narrative:
Insulin pump had missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to lcd damaged. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.